Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 in the moderately calcified right internal carotid artery. After deployment of the accunet embolic protection device, the patient experienced slurred speech and left facial droop. A stroke was diagnosed and intravenous alteplase was administered. The patient's symptoms resolved and the procedure continued with deployment of the acculink stent in the right internal carotid artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patients effect of cerebrovascular accident and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx accunet embolic protection system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.